Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. : without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021 during a spinal fusion surgery a portion of the thoracic pedicle probe broke off and remained in the patient's spinal pedicle. The surgeon used a broken instrument/screw removal tool to extract the broken piece of the probe from the patient. The broken portion of instrument was removed intact. There was a surgical delay of fifteen (15) minutes. There was no patient consequences. The procedure was successfully completed. This report is for one (1) thoracic straight probe. This is report 1 of 1 for (B)(4).